Event description:
The customer reported that when they attempted to perform fluoroscopy, the monitors were gray and no images were present, on a second attempt, the screens went black. This resulted in a loss of the live image. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect wiring harness was replaced. The system was then found to be operating as intended.